Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation of the controller confirmed that the associated device met all requirements for release. The reported clinical adverse event of the patient getting shocked internally by the pump could not be confirmed. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02294 and 3007042319-2015-02295) submitted for devices related to the same event.

Manufacturer narrative:
Log file analysis conclusion: a review of the controller log files associated with the event captured is inconclusive. Waveform trends of this nature may be indicative of change in patient state. Clinical correlation is required the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include information on do not plug the controller into an ac wall outlet during showers; to eliminate the possibility of a severe electrical shock, it should be connected to two batteries. Also never clean the monitor with the power on, as this may lead to an electrical shock. Do not use alcohol or detergent on the monitor display. Gently wipe the display with a soft, lint free cloth. Medical electrical equipment needs special precautions regarding electromagnetic compatibility (emc) and needs to be installed and put into service according to the emc information provided in this user manual. Portable and mobile radio frequency (rf) communications equipment can affect medical electrical equipment. It is further stated to not undergo procedures requiring high power electrical treatment (e.g. Application of diathermy) while the pump is implanted. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02294 and 2015-02295) submitted for devices related to the same event.

Event description:
It was reported by site that upon patient being transplanted on (B)(6) 2014, that patient complained of "being shocked internally by pump" but "did not give us an exact date of the shocks." Patient stated that "he did not remember" exactly when it occurred. It was noted that the pump was "returned to the manufacturer and the site wants pump analyzed." No additional information provided. Investigation is ongoing.